Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had a damaged housing. The customer stated problem was duplicated. The downstream sensor was replaced as a preventive measure. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device gave a cssette not attached error and a lec 1310 error. It is unknown if there was no patient, or clinician injury associated with this event.